Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. The product and data were not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. Thrombus failure mode was removed as no thrombus was observed, only suspected. D.6a implant date was added. B.3 revised date of event as it was reported incorrectly on initial manufacturer device report number 1220648-2025-25941. E.1 revised facility name as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25941. G.1 revised reporting contact address line 1, reporting contact us city, reporting contact state, reporting contact us zip and reporting contact country as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-25941. Revised manufacturing site name and address section as it was reported incorrectly on initial manufacturer device report number 1220648-2025-25941. G.3 date received by manufacturer was reported incorrectly on initial manufacturer device report number 1220648-2025-25941. The date should of reflected 29-jan-2025.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D6a and d6b implant/explant info was requested but not yet verified a supplemental MDR will be filed should any new information be received. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was a suspected thrombus in the cannula. The staff were no longer able to achieve/see left ventricle waveforms over p4 and flow did not equate to p-level. The pump was scheduled to be explanted however no other information was provided at this time.